Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. Troubleshooting from unity support found that there was a reported generated, however the document was not uploaded to I:\ drive. A new word document was created and renamed reported. The exam was re-read and confirmed with the customer that the report was present. No further review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. The customer contact reported on (B)(6) 2018 that a "no object found" error was noted when trying to view a report for a specific mammogram exam, subsequently, the station kept having to be restarted. There was no reported adverse event to the patient. However, while images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. (B)(4).